Event description:
Additional information received reported the patient's revision had not yet been scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was having a back surgery before they got their system revised. They were going to see if the patient still needed their device after the surgery.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the caller was unable to adjust stimulation and noted seeing a call your doctor icon with a 574 error code. The error code occurred one night prior to report. The patient was last programmed 1.5 weeks prior to report. The manufacturer representative noted that one of leads had gone bad which was when they met with patient and noticed the high impedances. The patient has had stimulation since they were reprogramming but are waiting on the revision which is planned but not scheduled.

Event description:
It was reported that the patient¿s stimulation was intermittent. The patient¿s left side was at 3.0v, 450us, 75hz, and +, -, -. The group impedance was 3374 ohms and .868ma. The impedances were reran at 8.0v and measured to be 2480 ohms and 3.956ma. The manufacturing representative was with the patient for reprogramming the left side; the right side was fine. It was reported that the patient can be sitting in a chair and all of a sudden ¿it will just go away.¿ it was also reported that sometimes ¿it comes on way too strong and then goes off.¿ during reprogramming, the manufacturing representative reported impedances in the 17000 and 18000 ohm range, as well as 3000 to 4000. The manufacturing representative was going to try to reprogram around the high impedances. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0319996v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the patient was in need of a lead replacement and was scheduled for surgery in early (B)(6). All of the patient's needs would be addressed during the surgery.

Event description:
Additional information received reported the patient had not yet been scheduled for replacement however it would occur within the next 60 days. The patient has one quad lead with no therapy and is using the other lead daily until the replacement surgery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a depleted battery. An x-ray was done and reprogramming was performed. There was a 50% or greater symptom reduction. The patient was being scheduled for a battery replacement.